Event description:
The catheter broke while in the patient.

Manufacturer narrative:
Additional information has been requested. If additional information is received, a supplemental report will be submitted.